Manufacturer narrative:
Other, other text: b5: additional information received via email on 06-dec-2022: the error code 45986 came up during recertification under vendor infusystem. Date of event updated. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, an error code occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt. The device exhibited a bubbled downstream occlusion sensor (dso) seal, the liquid crystal display (lcd) lens was scratched, the battery door was cracked, and the rear label was scratched. Error codes or event history log (ehl) download were not required. After performing functional testing, the customer reported problem was not duplicated. Root cause cannot be determined as no fault was found. The application software was reinstalled. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 06/2020) and there was no indication the complaint was related to previous service of the device. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).